Event description:
It was reported that during thyroid case surgeon was using nim vital with 1.6.4 software. Physician tested the nerve throughout the case and stated got positive response on vagus both right and left prior to conclusion of case. Stim was 1.0-2.0 throughout case. An audible sound and visible biphasic waveform appeared. Threshold set to default at 100. The procedure was completed with reported product. Patient later became more hoarse, not immediately but as time went on and was scoped on (B)(6) 2024. Received call that patient was diagnosed with right side palsy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.